Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, component migration, improper endoprosthesis component placement and occlusion of device or native vessel.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The length of the renal artery to the bifurcation of the iliac artery was measured intraoperatively and it was18cm. The trunk ipsilateral leg (rlt281218j) was inserted from the left side and the proximal of the trunk ipsilateral leg was deployed. The contralateral leg was implanted in the right limb. Then, the angiography was performed before the ipsilateral leg of the trunk ipsilateral leg was deployed. It showed that the ipsilateral leg was about 3cm into the left external iliac artery. The physician decided that it was difficult to push up the ipsilateral leg, so the ipsilateral leg was deployed in the external iliac artery. The angiography which was taken to measure the length of the renal artery to the bifurcation of the iliac artery was again confirmed and it was indicated that the length was actually 16cm because the location of the bifurcation of the iliac artery was seen wrong. After all devices were implanted and touch-up was performed, the angiography revealed that the proximal of the trunk ipsilateral leg moved about 1cm distally. It was unknown when the trunk moved distally. No treatment was performed for this migration. A type ii endoleak was also revealed but no treatment was performed for this endoleak. The patient tolerated the procedure. The physician stated below; the location of the bifurcation of the iliac artery was seen wrong by first measurement. If the proximal of the trunk had not moved about 1cm distally, the pushing up the ipsilateral leg might have been tried but pushing up operation had a risk because the patient artery was shaggy.